Manufacturer narrative:
Batch review performed on 06 february 2018, lot 174806: (B)(4) items manufactured and released on 02 august 2017. Expiration date: 2022-07-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 3 reference 02.07.0035rp (k090988): lot 167475: (B)(4) items manufactured and released on 16 feb 2017. Expiration date: 2022-01-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patient match department provided the review of the myknee plan elaborated for the patient, with the following outcomes:no deviations from the standard procedures. Each step has been performed correctly.

Event description:
While in physical therapy the patient dislocated/subluxed laterally his natural patella 1 months and 15 days after primary. A knee brace was originally used to treat the dislocation. The patella did not track well. The surgeon performed a lateral release and swapped the insert from a 10mm to a 13mm. The patella implant was solid and in good position. There was no issue with the implant. The surgery was completed successfully.